Manufacturer narrative:
The full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 6945-58 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.